Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the pyxis medstation es system dose prep singe 3 1 tower door was not detected on the communication bus. The customer stated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.